Event description:
It was reported that a stroke occurred. A watchman access system (was) was positioned and watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. Approximately two years ago in (B)(6) 2016, the patient had a successful and uncomplicated initial implant procedure. On (B)(6) 2018, it was reported that the patient experienced an embolic stroke. The patient was only on aspirin at the time of the event. When the patient presented with stroke symptoms, an unremarkable transesophageal echogram was performed. Due to this, the medical team cannot confirm the cause of the stroke. Patient was put back on eliquis. No neurological deficits were noted. Patient is in good condition.